Manufacturer narrative:
(B)(4). Concomitant medical products: persona cemented standard femoral component, catalog # 42500606602, lot # 62749398, persona fixed ps articular surface, catalog # 42521400712, lot # 62683706. Foreign source- (B)(6). Our investigation is ongoing. A follow-up/final report will be submitted when additional information becomes available. Remains implanted.

Event description:
It was reported the patient underwent an initial right knee arthroplasty about four years ago. Subsequently, the patient has been experiencing pain and plans to be revised due to tibial loosening. However, no revision procedure has been reported to date. Attempts have been made and additional information on the reported event is unavailable. No additional patient consequences were reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of x-rays. X-ray images were reviewed and the report confirms loosening of the tibial component. No significant findings noted within the op record. DHR was reviewed and no discrepancies were found. Per persona the personalized knee system package insert, loosening is a known potential adverse effect of this procedure. A definitive root cause cannot be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.